Manufacturer narrative:
The device was not returned for investigation. There was no indication of product malfunction.

Event description:
A cryoablation procedure was performed (B)(6) 2012. The patient had a phrenic nerve injury during ablation of the rspv. The cryoablation was stopped. Phrenic nerve function did not recover post procedure. The patient was discharged from the hospital and followed in clinic. On (B)(6) 2013, the physician saw the patient for a 3 months follow-up visit. The patient was complaining of shortness of breath when he runs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.